Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. No button error alarm during testing. Unable to passed displacement and self test or verify unexpected error message due to no button respond. Device received with corroded battery tube, broken battery tube threads, missing end cap sticker, missing address/serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down arrow button of insulin pump was less responsive and harder to press. The customer stated that insulin pump had pump error alarm and there was a crack near battery area. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.